Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had physical damage. Patient involvement is unknown. It was reported that no further information is available for this event.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, hl-390 main interlock block was broken in half on the right-hand side, front cover had multiple scratches, quick connect was corroded, line cord was faded and worn, the membrane switch did not work when testing the alarms, the main interlock block was not setting in the enclosure tightly. Upon visual inspection it was revealed that there was damage to the hl-390 main block and the interlock block. The complaint was confirmed. The root cause was a broken interlock block from physical impact. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced hl-390 (main, left, right blocks), interlock block assembly, membrane switch, quick connect, line cord, front cover, hl-390 switch label, enclosure. The device passed all functional and delivery tests.